Event description:
While infusing blood during an emergency surgical procedure via a blood/fluid warmer, it was noticed that blood was filling the water reservoir on the warmer. Since the integrity of the warming tubing was apparently compromised, the warming tubing and warmer were immediately replaced. Rptr is very confident that a 15ga x 1-1/5 needle through the injection port of the warming tubing penetrated the water jacket and infused blood into the warmer. Rptr is confident the warmer fluid did not enter the pt.